Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the lfit v40, patient began experiencing progressive pain, loss of mobility, inflammation and soreness around the implant and severe discomfort. It is further alleged that on or about (B)(6) 2015 he underwent revision surgery. Right hip.